Event description:
Surgical procedure performed due to infection.

Manufacturer narrative:
No product was returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the conclusions about the root cause of the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.